Event description:
New information received notes that a new instance of back-up vvi mode was reported. The device was explanted and replaced no (B)(6) 2023. No further patient consequences were reported and the device was returned for analysis.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found in back-up vvi mode. Corrective programming changes were made to restore the device. The patient was stable throughout.

Event description:
New information received notes that a new instance of back-up vvi mode was reported. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to an anomalous integrated circuit (ic). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.